Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 5.5 exp verse di set scr was found the threads stripped. No other defect was found. A dimensional inspection for the 5.5 exp verse di set scr was unable to be performed since it was not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 exp verse di set scr would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history. A manufacturing record evaluation was performed for the finished device. Product code: 199721000s. Lot number: 328899. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: (B)(6) 2021. Qty: 397. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior spinal fusion performed on august 30, 2022. The events took place as follows: -the 1st set screw in question could not be inserted properly. -the 2nd set screw in question had been loosened although torque was applied. -the 3rd set screw in question had been deformed. -the thread in the head of the screw in question was stripped. The procedure was completed with a replacement. There was surgical delay less than 30 minutes. Patient status/outcome: stable. This report is for a expedium verse spine system correction key.